Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery, and expressed interest in obtaining an out-of-warranty loaner pump.